Manufacturer narrative:
As reported, a 6f 8 mm x 100 mm 120 cm .035-inch smart control nitinol stent system fractured during deployment inside the artery. Another stent was placed over the fractured stent to complete the procedure. There was no reported patient injury. The intended procedure was external iliac artery (eia) stenting for revascularization. The target lesion was an occlusion of the left external iliac artery. The vessel at the target site was mildly tortuous and occluded, with no acute angle, no bifurcation, and no chronic total occlusion reported. No damage or anomalies were noted to the device or packaging prior to use. The total length of the stented segment was 12¿16 cm. One stent was initially placed and the stents overlapped. The stent was implanted in an actively moving segment of the artery and deployed at less than the rated burst pressure (6¿10 mmhg). Intravascular ultrasound was not performed after the initial stent placement. Post-dilation was performed using a 7 × 100 mm non-cordis device at 8¿10 atm. The fractured stent was not completely separated. The current patient status was reported as stable. The device was not returned for evaluation as anticipated. A product history record (phr) review of lot 18444668 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured¿ could not be verified as the device was not returned for analysis, nor were procedural images provided. Based on the available information, a definitive root cause for the reported stent fracture cannot be established. Procedural and anatomical factors, specifically treatment of an occluded segment within the left external iliac artery and implantation within a dynamically mobile vascular region, may have contributed to the observed outcome. The absence of intravascular imaging following initial deployment further limits assessment of stent apposition and expansion. Additionally, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿post-deployment stent dilatation: a. Advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then by turning the dial counterclockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the sheath introducer. Remove the delivery device from the guidewire. Caution: the delivery system is not designed for the use of power injection. B. Using fluoroscopy, visualize the stent to verify full deployment. C. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. D. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6f 8 mm x 100 mm 120 cm .035-inch smart control nitinol stent system fractured during deployment inside the artery. Another stent was placed over the fractured stent to complete the procedure. There was no reported patient injury. The intended procedure was external iliac artery (eia) stenting for revascularization. The target lesion was an occlusion of the left external iliac artery. The vessel at the target site was mildly tortuous and occluded, with no acute angle, no bifurcation, and no chronic total occlusion reported. No damage or anomalies were noted to the device or packaging prior to use. The total length of the stented segment was 12¿16 cm. One stent was initially placed and the stents overlapped. The stent was implanted in an actively moving segment of the artery and deployed at less than the rated burst pressure (6¿10 mmhg). Intravascular ultrasound was not performed after the initial stent placement. Post-dilation was performed using a 7 × 100 mm non-cordis device at 8¿10 atm. The fractured stent was not completely separated. The current patient status was reported as stable. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.